Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical representative reported via phone call that they were visit in emergency room and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of more than 400 mg/dl. The customer was treated with manual injection and intravenous insulin. The insulin pump will not be returned for analysis.